Event description:
During prep, air could not be purged during the prep. Air remained in the coil delivery system 637mf0306 (complaint product). The procedure was continued using the other coils. There were no adverse consequences to the patient. During purge, the pressure was increased to position #1, the blue zone, on the syringe without difficulty, and the pressure was maintained at position #1, the blue zone, for at least 30 seconds. However, air was seen in the hub. The same syringe was not utilized to complete the procedure. Other than the reported event, no other damages were noticed on the delivery system, or coil. A dedicated saline source was utilized to prep the syringe. All labeling instructions were followed for prep. During prep of the coil, the two devices were connected properly, and no leaks were noticed from the syringe connector or the hub. No damages were noticed on the syringe. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, neither zone# 3 nor the alternate zone (red) was exceeded at any time. No further information was available.

Manufacturer narrative:
Air could not be purged during the prep of the trufill dcs orbit coil system (637mf0306); air was seen in the hub of the device after prep. The procedure was continued using the other coils. There were no adverse consequences to the patient. During purge, the pressure was increased to position #1, the blue zone, on the syringe without difficulty, and the pressure was maintained at position #1, the blue zone, for at least 30 seconds without increasing past the blue zone. However, air was seen in the hub. The same syringe was not utilized to complete the procedure. Other than the reported event, no other damages were noticed on the delivery system, or coil. A dedicated saline source was utilized to prep the syringe. All labeling instructions were followed for prep. During prep of the coil, the two devices were connected properly, and no leaks were noticed from the syringe connector or the hub. No damages were noticed on the syringe. Prior to this coil, neither zone# 3 nor the alternate zone (red) was exceeded at any time. No further information was available. A review of the manufacturing documentation associated with this orbit lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471526 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results testing. Without the return of the device for analysis and with review of the received information, no conclusion can be made regarding the report that air remained in the hub of the orbit delivery system after purging. Therefore, no corrective actions will be taken at this time.